Event description:
It was reported that the patient had the artificial urinary sphincter removed on an unknown date due to recurring incontinence. A new artificial urinary sphincter system with a 4.0cm cuff was implanted.